Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device implanted during initial procedure: (B) (4).

Event description:
On (B) (6) 2010, this pt was treated for an abdominal aortic aneurysm. The physician originally planned an open procedure, but elected to attempt an endovascular approach due to pt's respiratory issues. Following implantation of all five gore devices, a proximal type I endoleak persisted. The physician was unable to obtain good seal proximally. The physician attempted to implant a palmaz balloon-expandable stent, but reported the stent "flipped off" the balloon and was unable to be deployed. The physician elected to convert the pt to open repair. All the gore devices were explanted and discarded, including the palmaz balloon-expandable stent. The pt tolerated the open procedure and is in stable condition. The physician does not attributed the open conversion to the gore devices.